Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 15-nov-2017. The most recent information was received on 23-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure (batch no. 50759360) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced amnesia ("loss of memory"), visual impairment ("vision decreased") and fatigue ("very significant fatigue"). The patient was treated with surgery. At the time of the report, the medical device removal, amnesia, visual impairment and fatigue outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, medical device removal and visual impairment with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-nov-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 668 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-nov-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced amnesia ("loss of memory"), visual impairment ("vision decreased") and fatigue ("very significant fatigue"). The patient was treated with surgery. At the time of the report, the medical device removal, amnesia, visual impairment and fatigue outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, medical device removal and visual impairment with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.